Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the endocrinologist the day of the call and was given a temporary insulin pump. The customer was assisted with programming the device but the insulin pump would keep alarming compromised force sensor system while trying to prime. The customer stated the insulin pump had not been dropped or bumped and confirmed the drive support cap appeared normal. Blood glucose value is unknown. Customer was advised to discontinue the use of the device, revert to a back-up plan and contact the doctor's office regarding the alarms received on device given.